Event description:
On (B)(6) 2004, I underwent a left total hip arthroplasty procedure. I rec'd a acetabular cup 52 size, pinnacle cup 300 series and srom components, porous coated proximal sleeve 16 x 11 stem, large triangle and femoral stem 16 x 11 x 150 length, 30 degrees standard neck and 36 mm head +3. Soon after surgery, I began experiencing severe pain and discomfort. On (B)(6) 2005, I had a closed reduction of my total left hip arthroplasty after a dislocation. Due to chronic pain and discomfort and several dislocations, on (B)(6) 2005, I underwent a revision of the left total hip arthroplasty. I rec'd a srom femoral stem size 16 x 11 x 150 +6 lateral offset and srom metal on metal femoral head, sz 36 mm, +0. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: osteoarthritis of the left hip joint. Unstable left total hip replacement.